Manufacturer narrative:
The reported event of the torque wrench became stuck in the device¿s setscrew was confirmed. Analysis determined that the user/physician incorrectly inserted the torque-wrench tip into the inset of the ventricular (v)-setscrew. Proper insertion requires aligning the sides of the wrench tip with the sides of the setscrew inset, allowing the wrench to fully insert and engage the setscrew. In this case the user forced the wrench into the inset with its corners going down and into the inset walls wedging the corners into the inset walls. This resulted in the setscrew becoming stuck to the wrench tip. This problem resulted from the incorrect use of the torque wrench by the user/physician.

Event description:
During a planned device upgrade, the hex wrench became stuck in the setscrew of the header of the device. The device was successfully explanted and replaced. The patient was stable.